Manufacturer narrative:
The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the user interface pcb and system pcb assemblies and confirmed proper device operation through functional and performance testing. The device will be returned to the customer for use. (B)(4)

Event description:
It was reported to physio-control that the customer's device had a white screen after power on and that the service led came on. A white screen is indicative for a device lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed user interface pcb and system pcb assemblies. No failures were observed for the system pcb assembly. During evaluation of the user interface pcb assembly, it was observed that an integrated circuit (ic) chip, designator u2 on the user interface assembly had corrupted memory. This ic chip, designator u2 on the user interface pcb assembly having corrupted memory, caused the device to lock up during a boot cycle with a white screen.